Manufacturer narrative:
On 01/25/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.4 cm within a crease running from the anterior aspect to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc on the right breast implant and with saline mentor breast implant of unknown type on the left breast implant and experienced deflation, ptosis and capsular contracture on the right breast implant and ptosis on the left breast implant. Patient noticed the deflation on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 375cc on the right breast implant on (B)(6) 2018. It is unknown if the left breast implant was replaced. The left breast implant was explanted on (B)(6) 2018. This medwatch is for the right breast implant.